Event description:
The customer reported this lead received inappropriate shocks due to noise on the rate/sense channel. The lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.